Event description:
New information noted that right ventricular (rv) lead was capped due to high pacing impedance and failure to capture. It was also observed that the lead had fractured, and the fracture was confirmed via fluoroscopy. Patient condition was stable throughout the procedure.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. The right ventricular (rv) lead was capped on (B)(6) 2025 and replaced with new lead. Patient was recovering.